Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The right brake handle will not stay locked and the seat latch is broken.